Event description:
N/a.

Manufacturer narrative:
The 00mlx light source was returned for evaluation: device history record review (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. Failure analysis: the reported complaint is confirmed. Evaluation identified there was no power to the lamp and a failing power supply. The reported complaint is confirmed. No manufacturing, workmanship, or material deficiency has been identified. The power supply was replaced to correct the issue. Root cause: the returned 00mlx light source is in used condition with a failing power supply. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that they smelled a burning scent coming from the xenon lightsource (00mlx). The staff replaced the bulb, reset the hours but noticed when it was turned on, they did not hear a ticking sound to turn on the light. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.